Manufacturer narrative:
This product will be retained by the medical examiner and will not be returned. No additional information is available at this time. If the product is returned, or if additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this patient had previously been seen a different institution for a pulmonary embolism and underwent a separate procedure prior to this event. Upon discharge from the previous procedure, the patient became septic and developed a systemic infection which involved the chronic pacing leads. The patient had also developed vegetation in the right atrium (ra). A revision procedure was scheduled. During the revision procedure, the patient was placed on the cardiopulmonary bypass machine for laser lead extraction to remove the infected pacing system and remove the vegetation from the ra. After the chronic system was explanted, a new device and two epicardial leads were implanted. While attempted to remove the patient from the cardiopulmonary bypass machine, the patient's previously noted pulmonary embolism became exacerbated, and the patient expired as a result.